Event description:
It was reported that during use of bd max¿ staphsr, a false negative mrsa patient result was obtained. The sample test was mrsa- /sa+ with a low pcr curve. They repeated the sample using a new sbt but same swab, and result was mrsa+ / sa+ with a more typical pcr curve. There was no report of patient impact.

Manufacturer narrative:
Common device name: system, nucleic acid amplification test, dna, methicillin resistant staphylococcus aureus, direct specimen. D2: additional medical device type: nqx. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ staphsr, a false negative mrsa patient result was obtained. The sample sample test was mrsa- / sa+ with a low pcr curve. They repeated the sample using a new sbt but same swab, and result was mrsa+ / sa+ with a more typical pcr curve. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ staphsr kit (ref # 443419) lot 4233927 was performed by the review of the manufacturing records, retain material testing, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max¿ staphsr kit indicated that lot 4233927 was manufactured according to specifications and met performance requirements. The retain material of bd max¿ staphsr kit from lot 4233927 was tested and the results were as expected. Customer complained about a methicillin resistant staphylococcus aureus (mrsa) negative result with bd max staphsr kit lot 4233927 that upon repeat test with a new sample buffer tube (sbt) inoculated with the same swab, gave a positive mrsa result. Customer provided run files 832 and 833 from bd max¿ instrument ct3303 for the investigation. Customer identified samples in position a7 as the discrepant sample and specified that channel 585/630 (rox) was the channel causing the discrepant results. Both runs were analyzed and pcr curves adjudication in the rox channel (meca/mecc target) revealed late and low amplification that did not reached the threshold to give a positive result for sample a7 (run 832), while it reached the threshold for sample a7 (run 833). Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ staphsr kit lot 4233927. The root cause was not identified. However, sample at or near the assay limit of detection (lod) is the most likely cause to explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated at this time since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd life sciences quality will continue to monitor for trends.